Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d low sorb ss 0.2m tubing separated before use. The following information was provided by the initial reporter: line falling apart. Detailed incident description: opened line from packet and set fell apart at join.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m tubing separated before use. The following information was provided by the initial reporter: line falling apart. Detailed incident description: opened line from packet and set fell apart at join.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 19116467. D.4. Medical device expiration date: 11/15/2022. H.4. Device manufacture date: 11/15/2019. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/19/2020. H.6. Investigation: a section of an alleged 10010454-0006 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 19116467. Further information provided by the customer indicates that the separation occurred straight out of the packaging. A visual inspection confirmed the customer's experience as the sample was received in two parts having separated at the tubing joint to the upper port of the in-line filter component. A closer inspection of the separated engagement identified small traces of residual solvent on the affected joint. A definitive root cause for the separation could not be determined in this instance; however it is possible that the tubing sleeve had been inadvertently expanded during the assembly process, which resulted in the tubing not correctly engaging onto the filter. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19116467 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.